Event description:
Country of complaint: (B)(6). The staples do not hold, they do not resist any pressure and open once they are placed and the strength is checked. Open without force or pressure.

Manufacturer narrative:
United states reporting agent notified: (B)(6) 2014. Complaint description: the staples do not hold, they do not resist any pressure and open once they are placed and the strength is checked. Open without force or pressure. Samples received: 1 unopened unit. Analysis and results: visual inspection/check of the returned staplers resulted with no visible damage. Dissembled components did not display any damage or breakage. Additionally, no problems were found with the measurement values of each component. Strength of stainless steel raw material for staple check: the production record of the strength is material wire for staples from the returned stapler was within OEM's standard of acceptability. Also, the strength of materials bending moment, 5 pcs of staples from the returned stapler conforms to eom's standards. Reproducibility test: stapling release test with the returned stapler: all the staples released with no noted dysfunctions. Final conclusions: the complaint is not corresponding (not justified).